Event description:
It was reported that programmable valve was implanted in 2001 and was adjusted at least once. Pt was doing well the pt had a fall and developed sub acute subdurals unrelated to the valve. At some point post fall, the surgeon blocked the peritoneal portion of the valve. Then the surgeon wanted to begin using the valve again and was unable to reprogram the valve after several attempts with x-ray as confirmation. The valve was explanted.